Manufacturer narrative:
Isi has received the sureform stapler 60 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired successfully. A review of the instrument logs found no errors related to the instrument. The sureform stapler 60 instrument was returned with a green sureform stapler 60 reload. The stapler reload was found to have the knife exposed within the knife track. The stapler reload was also found to have cartridge damage. Additionally, several staples were found to be exposed and lodged on the stapler reload knife. The stapler reload knife was also found to have mechanical indentations. The sureform 60 stapler user manual provides the following precaution for intraoperative use. ¿warning: make sure that no obstructions (such as clips, staples, bone or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples.¿ a review of the system and instrument logs has been performed. It was confirmed that a sureform 60 stapler instrument (part # 480460-09; lot # l92200209-0204) was last used on (B)(6) 2020 on system # (B)(4). The system logs show that this stapler instrument fired a total of 7 green sureform stapler 60 reloads. All firings were completed per the system logs. The system logs also show that this stapler instrument was replaced with another sureform 60 stapler instrument (part # 480460-09; lot # l92200209-0269). Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer extend (part # 480422-01; lot # l91200106-0161) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. Suction irrigator (part # 480299-06; lot # m10200206-0317) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that with a sureform stapler 60 instrument and green stapler reload, tissue was cut but not stapled. As a result of this alleged incident, sutures were placed to repair unapproximated tissue. However, at this time, the cause of the customer reported failure and intra-operative complication is unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument allegedly misfired. The procedure was completed with no reported injury or harm to the patient. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the robotics coordinator was present during the da vinci-assisted sleeve gastrectomy procedure performed on (B)(6) 2020. The robotics coordinator indicated that the stapler sureform 60 instrument was inspected prior to use and no damage was observed. It was alleged that while the surgeon was attempting to staple the stomach with a green sureform stapler 60 reload, the tissue was cut but not stapled. Per the robotics coordinator, the sureform 60 stapler instrument was in use for about 1 hour and the alleged misfire occurred on the 4th or 5th fire. The surgeon noted that there were no clamping issues. There was also no tissue calcification nor previous chemotherapy treatment noted. No medical intervention was required although the surgeon reportedly re-stapled the tissue. The robotics coordinator indicated that no post-operative complications have been reported. Additionally, no post-operative tests have been performed. It was reported that the stapler reload was unavailable for evaluation. No videos or images are available for review. The procedure was completed with no reported injury or harm. During subsequent follow-up contacts with the site, the robotics coordinator indicated that the surgeon fired additional stapler reloads and had also applied sutures to the stomach tissue associated with the misfire. It was reported that the sutures were placed to repair unapproximated tissue and additional staples were applied to reinforce the staple line. It was further noted that additional stomach tissue was removed than what was intended. The estimated blood loss was less than 50 ml. The robotics coordinator confirmed that a new sureform stapler 60 instrument was opened to complete the procedure. Additionally, the robotics coordinator stated that the patient has not returned to the hospital for any post-operative complications.